Event description:
Info received indicates the brake is not holding. Casters continue to swivel from side to side when it brake.

Manufacturer narrative:
The technician replaced three casters and their caster supports to repair the bed.